Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was a capacitor, designator c156, on the analog pcb assembly. Physio observed process residue on the pcb side of capacitor c156, which led to zero volts at leg 3 and prevented the device from recognizing a shockable rhythm. The customer was provided with a replacement device. UDI: (B)(4).

Event description:
It was reported to physio-control that the customer's device had a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not detect a shockable ECG waveform.